Event description:
The customer reported to olympus, that the videoscope's angle was down. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to wear of the angle wire, bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value. The additional evaluation findings were as follows; the light guide lens was cracked, the scope connector cover unit had a scratch, the protector of the universal cord on the scope connector side had a scratch, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the up/down and right/left knob had a scratch, the switch box had a scratch, the suction cylinder was shaved, the scope connector had a scratch, the grip had a scratch, the control unit had a scratch, due to clogging of the nozzle, water removal ability did not meet standard value, the adhesive on the bending section cover had a chip, the connecting tube had discoloration, and the connecting tube had a wrinkle. The device was cleaned, disinfected, and sterilized prior to being sent to olympus for repair. There was no delay/lag time between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The endoscope was immersed in detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.